Event description:
The customer stated that she was hospitalized for low blood glucose levels. Prior to the event, the customer bolused for her lunch, but she did not eat after all. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to any high magnetic fields. The customer understood that her blood glucose levels went low due to not eating after giving herself insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.